Event description:
It was reported that a balloon rupture occurred. A 6.00 mm/2.0 cm/135 cm peripheral cutting balloon was selected for use. During procedure, at inflation, it was noted that the balloon ruptured at 8 atmosphere in 5 seconds. The device was completely and simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. The patient condition was good post procedure.